Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a distortion on the pump screen. There was no known impact to the customer's blood glucose. Tandem technical support reviewed images of the alleged distortion and identified bubbling on the edge of the upper right hand corner of the touchscreen, which would not interfere or prevent proper insulin delivery. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.